Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The customer's complaint of "works intermittently" was not confirmed. The small battery drive was evaluated and device passes functional test. The customer complaint could not be duplicated placeholder.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
During a hip procedure on (B)(6) 2013, the small battery drive was working intermittently. It is reported the procedure was delayed approximately 2 minutes as a result of this event. A back-up drive was used to complete the procedure with no further problems, and no harm to patient. This is report 1 of 1 for complaint (B)(4).